Manufacturer narrative:
(B)(4)

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the circumflex artery (lcx). A 300cm samurai guidewire was placed down the prolapsed lcx. Two non-bsc stents were deployed over the guidewire. While attempting to remove the guidewire, it would not come past the distal stent. The tip of the guidewire might go under the stent strut while pulling back. The patient tolerated the procedure well. Final pictures looked good. No patient complications were reported. The patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR. The device was returned and multiple severe kinks were noted approximately 240mm from the distal tip. Additionally, a bend with an outer angle of approximately 20 degrees at about 75mm from the tip was observed. No other abnormalities were observed from the visual inspection. The complaint is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the circumflex artery (lcx). A 300cm samurai guidewire was placed down the prolapsed lcx. Two non-bsc stents were deployed over the guidewire. While attempting to remove the guidewire, it would not come past the distal stent. The tip of the guidewire might go under the stent strut while pulling back. The patient tolerated the procedure well. Final pictures looked good. No patient complications were reported. The patient¿s status was stable.